Manufacturer narrative:
Updated d4 - model # pt-000438 to pt-001446. Updated d4 - catalog # from pod-ble-h1-529 to pod-omni-i1-6720. Updated d4 - primary UDI number from (B)(4).

Manufacturer narrative:
According to the complaint, the device will not be available for investigation because it was discarded by the patient. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 16.7 mmol/l (300 mg/dl) while wearing the pod between 37 and 48 hours. The pod reportedly was leaking and bleeding causing the adhesive to become wet, falling off the infusion site (abdomen) and causing the cannula to dislodge. As treatment, a new pod was applied.